Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating glucose with a high of 220 mg/dl after running out of insulin overnight, followed by a post-breakfast drop to 69 mg/dl despite announcing a ¿less than¿ meal and receiving what appeared to be a correction dose in proximity to the meal announcement; the breakfast entry recorded 10 units and the user typically consumes 20 g of carbohydrates for breakfast. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included device alerts for out-of-range glucose and successful correction using oral glucose and automated insulin modulation, with approximately 40 minutes low and 2.5 hours high. Investigation included user education and troubleshooting with referral to advanced technical support for further review. Investigation of this case revealed an unclear cause, with potential insulin sensitivity and possible algorithm maladaptation considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.